Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the error 4 message appeared when she conducted a blood glucose test at 6:30pm on (B)(6) 2016. The patient manages her diabetes with insulin pump therapy. She was unable or unwilling to say whether she made any changes to her usual diabetes management routine after obtaining the error message. She reported that an unknown time later, she developed symptoms of ¿queasy¿. She denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the patient was not using the meter for the first time. The cca also noted that the patient¿s test strips had been stored correctly and were within expiry date. The patient described the correct testing steps and she confirmed that the test strip completely drew in the sample. The cca walked the patient through a retest but the issue remained unresolved. Replacement products were sent to the patient. From the information provided, the patient did not suffer signs or symptoms indicative of an acute diabetes excursion. However, this complaint is being reported as a malfunction because the alleged issue was not resolved during troubleshooting.